Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: late left ventricular lead displacement and treatment with a new endovenous active fixation lead. Europace 2007;1182-1183.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. The article reports that the patient experienced diaphragmatic stimulation. It was reported that the left ventricular (lv) lead has dislodged and exhibited loss of capture. A lead revision was performed and a new lv lead was placed. The status of the lead is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.